Event description:
The complaint alleges while the consumer's son was moving his mother from her wheelchair with the patient lift, one of the open ended s-hooks slipped out of its attachment opening on the sling, causing the sling to collapse and the consumer to fall to the floor. The injuries alleged are fractures to both legs and a forearm fracture.

Manufacturer narrative:
The complaint, as received, indicates that the loop of the sling somehow became detached from the spreader bar hook during transfer of the patient. Properly used, sling loops will not come off the hook as described. User guides are clear in instructing as to the proper and safe use of the product. This incident is viewed as user error issue and not a product problem. Return is not anticipated.